Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was urine leakage. Per additional information received on 6/22/2018 from ibc, it is unknown whether the leaking was inside or outside of the patient. It is unknown if the leaking point was from the meatus.

Event description:
It was reported that there was urine leakage. Per additional information received on (B)(6) 2018 from ibc, it is unknown whether the leaking was inside or outside of the patient. It is unknown if the leaking point was from the meatus.

Manufacturer narrative:
Per additional information received during investigation, the reported event was found to be exempt from reporting, per exemption e1998006. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.